Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that when removing the needle shield prior to injection, the needle hub separated and was unable to use the syringe. 1 syringe was affected. Date of event: (B)(6) 2021. Sample: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-13. H6: investigation summary: customer returned a single syringe in a polybag labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0349902. The syringe was returned fully intact. A needle shield pull force test was performed on this syringe. The needle shield required 2.86 lbs of force to be removed. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrels could not be confirmed for this sample. A review of the device history record was completed for batch# 0349902. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of needle hub separation.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that when removing the needle shield prior to injection, the needle hub separated and was unable to use the syringe. 1 syringe was affected. Date of event : (B)(6) 2021. Sample : available.